Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-50; serial #: (B)(4); description:linear 3-6 lead, 50cm.

Event description:
A report was received that the patient's lead had high impedance. The patient will undergo lead replacement procedure.

Event description:
A report was received that the patient suspected high impedances on his lead. The patient underwent a lead revision, during which, a paddle lead was implanted.